Event description:
It was reported that the device failed the over temp test. No patient involvement was reported.

Manufacturer narrative:
Additional info received via email on 2-may-2022: event date updated. The reported problem was found during pm (preventive maintenance). No patient involvement was reported. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presenting a cracked enclosure, corroded drain fitting, outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. The device was out of calibration. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.